Event description:
It was reported that the sterilization bags do not cover another layer of cement powder.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sterilization bags do not cover another layer of cement powder. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Additionally, a investigation was provided by the manufacturing site. Visual analysis of the returned sample revealed that the primary and secondary pouches are sealed together in a way that causes problem during opening. However the cement powder was not opened and the sterilization barrier was not compromised. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3095040 / 4200499] and there were 2 non-conformances associated with this lot. However, they are not related to the failure mode of the complaint. However, a nr has been created to address the reported issue. Device history review: a manufacturing record evaluation was performed for the finished device [3095040 / 4200499] and there were 2 non-conformances associated with this lot; however, they are not related to the failure mode of the complaint. However, a nr has been created to address the reported issue. H11 additional narrative: corrected: h3